Manufacturer narrative:
The technician found the communication cable is broken. The technician replaced the communication cable assembly to resolve the issue.

Event description:
The account alleged the bed is not communicating to the nurses' station. No pt impact.